Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the functional testing of the returned sample; 213 is based upon visual and investigation of the returned sample. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, arteriotomy locator and hemostasis sheath. There was some blood-like substance on the returned device. The hemostasis sheath was mated to the arteriotomy locator. The locking mechanism on the hemostasis sheath was set to rear lock position. The device was subjected to visual analysis. The anchor was found to be in the hemostasis sheath. Functional testing was performed. The locking mechanism was reset to forward lock position and the anchor was seen to release from the sheath. The device cap was pulled back to rear lock position. The anchor was observed to post on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen and suture released. The tamper tube did not release. No other functional anomalies were observed on the device. The device was dissected to discover the cause of obstruction. The carrier tube was cut, and the presence of the tamper tube was confirmed. Dried blood like substances were found between the inner lumen of the carrier tube assembly and the outer surface of the tamper tube. There were no anomalies were noted with the tamper tube. The tamper tube od was measured along with the carrier tube ID. The ID of the carrier tube assembly was measured to be 0.067" (calibration ID: 10006401 expiry date: 01/2022) which is within specification of 0.068" +/- 0.005". The od of the tamper tube was measured to be 0.060" (calibration ID: 10001991 expiry date: 06/2022) which is within specification of 0.060" +/- 0.002". The complaint could be confirmed for non-deployment pullout. Based on the returned device, the likely root causes for this issue may be the user not placing the device in the full forward lock position or an obstruction to the anchor posting to the distal tip. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor would not deploy during the procedure. The whole device came out. There was no patient harm. Additional information was received on 19may2021: the procedure performed was a percutaneous coronary intervention (pci) using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed, it is mandatory. The anchor was not deployed during the procedure and whole device came out. The blood loss was around 50ml. The patient was in stable condition. The procedure was successful. Manual compression was performed to achieve hemostasis.